Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint malpositioned thv was confirmed based on the provided imagery. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per imagery review, the deployed was low (too ventricular). There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Due to limited information and unavailable relevant imagery, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, the patient had a 23mm sapien 3 valve in the aortic position by transapical approach for 1 year and 2 months. The patient presented with dyspnea. Transesophageal echocardiogram (tee) showed aortic insufficiency(ai) 2-3 with paravalvular component on the non coronary (nc) cusp where calcification was sitting. Additional CT showed an underexpanded and low positioned tavi. The valve had not moved, the position was the same as the initial position at implant. The patient underwent a bav with a 23mm balloon. Paravalvular leak (pvl) was still visible on transthoracic echocardiogram (tte) and aortography. Then it was decided to implant a 23mm sapien 3 ultra by transfemoral approach. The valve was implanted slightly higher in position and with +2ml. Due remaining ai, it was decided to postdilate with +3ml. The end result was a good with a 6mmhg gradient and trace pvl at the nc cusp position where the calcium was located. The patient condition was good. Per the physician, the root cause was that the valve underexpanded at implant and no apposition of the valve at implant due to the calcification near the nc cusp.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.